Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, a cracked case display window corner, cracked battery tube threads, a cracked reservoir tube lip, and a cracked lcd window.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
It was reported that there were cracks on the insulin pump. The customer's blood glucose was not known. Nothing further was reported.